Event description:
A pt reported blood glucose results of "130 mg/dl and 70 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two consecutive control solution tests and the solution tests, there is indication that the product malfunctioned and that the evnet meets the criteria for a medical device reportable. The meter control solution, and test strips were replaced.